Manufacturer narrative:
All the buttons functioned properly, and no moisture damage was noted on the keypad traces. The keypad connector was inspected, and it was fully locked. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 216 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.